Event description:
It was reported that the pt experienced a lack of therapeutic effect following a fall. The pt had reportedly fallen several times in the past month. The pt thought the lack of therapeutic effect was the reason for the fall. Other pt symptoms included shocking and jolting when the pt turned on their stimulator after having turned off. Interrogation of the device indicated a telemetry failure. An estimate of battery life based on pt use of stimulation indicated that the stimulator may be dead.

Manufacturer narrative:
(B) (4).